Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced multiple pump error alarm. The blood glucose level was unknown. The customer reported that they had unexpected restart alarm and general unexpected alarm. The customer reported that the insulin pump was not recently stored nor out of use for an extended period of time. The customer reported that they cannot rewind the insulin pump as of the moment and alarm was not immediately follow a battery change. The troubleshooting was performed. The insulin pump will not be returned for analysis.